Event description:
" Bag cracked during thawing." Total amount in bac was 0.5x 10 to the 6th cd34/kg. Photos of the bag are available. Patient did not receive the product in the bag as there was back-up available. Patient has successfully engrafted, and has been discharged home from the hospital.

Manufacturer narrative:
Review of the complaint history does not reveal any other similar reports for this issue for this lot number. Production records for this lot did not note any issues during the manufacturing time period, and no deviations from normal procedure were noted. Technical summary prts02109 was issued 12/02/2004, and CAPA number cai-02-1252 has addressed this issue.